Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (unable to perform incoming testing) was confirmed. As received, the monitor failed incoming functional testing. The cause for the failure was isolated to contamination inside of the monitor on j1000 on the ca board and j1002aa and j1003aa on the defibrillation board. The cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to perform incoming testing.